Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead; 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was experience ventricular tachycardia (vt), which was being caused by the ventricular safety pacing (vsp) of the implantable cardioverter defibrillator (ICD) device. Additional information from the clinic confirmed that the clinic had no information on record about the event. The clinic also confirmed that the implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) status, and the device has since then been replaced. No patient complications have been reported as a result of this event.